Event description:
Reportedly, on 6 june 2018, a battery impedance of 3.24 kohms and an estimated residual longevity of 50 months were displayed on the programmer. On 6 june 2019, a battery impedance of 4.56 kohms and an estimated residual longevity of 32 months were displayed on the programmer. On 24 june 2020, a battery impedance of 9.5 kohms and an estimated residual longevity of less than 3 months were displayed on the programmer. The device was explanted on (B)(6) 2020. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, a battery impedance of 3.24 kohms and an estimated residual longevity of 50 months were displayed on the programmer. On (B)(6) 2019, a battery impedance of 4.56 kohms and an estimated residual longevity of 32 months were displayed on the programmer. On (B)(6) 2020, a battery impedance of 9.5 kohms and an estimated residual longevity of less than 3 months were displayed on the programmer. The device was explanted on (B)(6) 2020. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.